Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a robotic laparoscopic prostatectomy procedure, when the instrument was first inserted through the cannula, the monopolar curved shears (mcs) sterile tip cover fell off the instrument and into the patient¿s abdomen. The instrument was withdrawn and removed from the arm. The endoscope was then detached from the arm and inserted through the assistant port to locate the tip cover. The tip cover was found and removed, and a new tip cover was used to resolve the issue. There was no patient injury.